Event description:
The report stated that during the pre-operation check the generator worked properly. However, once the procedure started, the generator would not turn on. Error alarm occurred and the impedance readings were nearly 300. The procedure was canceled. The pt was ok.

Manufacturer narrative:
To date, the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.